Event description:
On (B)(6) 2012, the catheter was inserted via the median vein for the purpose of chemotherapy, tpn and blood infusion to treat a pt with leukemia. The indwelling period approx. For 1 yr. On (B)(6) 2013, the catheter became unable to be removed during an attempted removal of catheter. After that, the catheter was removed by stripping the blood vessel. There was no bloodstream in the vessel. An entire catheter adhered from the insertion site toward under the collarbone. It was reported that this pt was with recurrent infection, however, its causality was unk.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.